Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced error code 814:01; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement, patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:01 was not confirmed or reproduced during product evaluation. Also, the quality engineer has assigned the determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a colleague pump with a user interface module software version of 5.07.00.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.